Event description:
This was a wound care product that when the package was opened the new product inside was discolored.

Event description:
This was a wound care product that when the package was opened the new product inside was discolored.